Event description:
Boston scientific received information that the right ventricular lead was revised for an unspecified reason. Approximately ten days later, during a wound check, the device system displayed no capture at maximum output. Additionally, no sensing was observed. A revision procedure was performed and the rv and right atrial leads were found to have dislodged; both were explanted. No adverse patient effects were reported during the procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. During the visual inspection deformations of the inner coil close to the is-1 connector pin were found, which were most likely caused by overrotation of the inner coil during the extension or retraction of the fixation helix. Further visual inspection showed cuttings in the insulation and deformations of the outer conductor coil. Based on the symptoms, it is reasonable to assume that this damage resulted from the explantation procedure. Blood penetrated the lead in the area of the cuts. In summary, cuttings in the insulation and deformations of the conductor coil were observed, which resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.